Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly, the lens was removed intraoperatively from patient's right eye, after the capsule broke. It was noted immediately upon the rotation of iol that the placement of the lens created posterior capsular tear. The iol was removed by cutting into two pieces. Vitrectomy was performed. The lens was exchanged with an anterior chamber lens without any issue. The replacement iol was well seated and centered during the surgery. Additional information regarding patient's current prognosis was requested but it was not received.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection of the lens found that the optic had been cut or torn in half. All four haptics were attached and were not damaged. Device history records (DHR) were reviewed and no discrepancies were found. Based on the available information, the root cause of this event cannot be determined.